Manufacturer narrative:
(B)(4). This complaint for overprime was not confirmed due to a lack of sample and batch review was not performed since lot number information was not available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation and the lot number is unknown. Should additional information become available, a follow up MDR will be submitted.

Event description:
A customer contacted (B)(6) and reported that she loaded the cassette and did not open the drain line and did not close the clamps and pressed go for priming while on the homechoice (hc) device. The homepatient (hp) stated the solution started pouring out of the lines so she turned the hc off. This event is reportable for an overprime. The technical service representative advised the hp to start over with new supplies. There was no serious injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient (hp) on (B)(6) 2010 regarding the reported problem. The hp stated that she could not remember where exactly the fluid came out but that it was not too much fluid. She stated that she forgot to close the clamp on the drain line. The hp stated that she did not have any infections or serious injury. The hp stated that she was in the hospital because she just had a transplant. The hp stated that she was having a hard time remembering things right before the surgery, and she could not remember too much about the alarm, if there was medical intervention, or how much her nurse knew about it. No additional information was available.